Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced defective mesh, failure of mesh, scarring, disfigurement, mental pain, pain, adhesions, erosion, wound dehiscence, infection, abscess, mesh not incorporated, recurrence, permanent physical deformity. Post-operative patient treatment included drainage of abscess, removal of mesh, and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.